Manufacturer narrative:
(B)(6). (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and advised the customer to replace the motherboard. A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the ventilator failed t o boot up. There was no patient involvement. The date of event was not provided by the customer, therefore estimate used.